Manufacturer narrative:
(B)(4). The actual device was returned and based on the evaluation, it has been determined that this is a reportable event. The made aware is considered to be (B)(4) 2012. Method: actual device used in case was returned and evaluated. Visual examination performed. The actual complaint device was returned and evaluated. Visual examination of the returned guide catheter revealed that the guide catheter engaged with the treatment catheter device and y adaptor. The guide catheter is severely kinked 13.5 cm proximal of the tip. The outer jacket of the guide catheter is damaged resulting in braid wire becoming broken, exposed and slightly protruding. The devices were soaked and flushed with warm water, which assisted in loosening the treatment catheter from the guide catheter. The treatment catheter was pushed forward and exited the guide catheter with ease, but retracting the treatment catheter through the guide was when resistance was felt. The resistance was most likely due to the damaged section of the treatment catheter needing to pass the damaged section of the guide catheter. Resistance was felt, but the devices did separate from each other. It cannot be determined how damaged the treatment catheter shaft was prior to removal from the guide catheter. The guide passes relevant inner and outer diameter measurements indicating wall thickness was not a contributing factor. A review of the device history record did not detect any deficiencies within the manufacturing process. The complaint investigation is confirmed for kink during use. Root cause is the guide catheter was torqued beyond design limits. The analysis is complete as of today, (B)(4) 2012.

Event description:
The actual complaint sample was returned and based on the condition of the device, it has been determined that this is reportable. The made aware date is (B)(4) 2012. The procedure started with left renal artery and the treatments were successfully delivered without any complications. The physician was trying to pull out the treatment catheter before changing sides. The physician realized that this was not possible due to the resistance experienced when trying to pull back on the device. Physician pulled out the treatment catheter together with the guide catheter. After removing the guide catheter and the treatment catheter, the guide catheter was kinked. The physician changed guide catheter and the treatment catheter and finished the procedure without further complications. There were no issues with the patient.